Event description:
The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt passed away a few months ago for reason unrelated to scs. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.